Event description:
Pt is a (B)(6) female. On (B)(6) 2010 at approx 8 pm, the ventilator screen was blank. An error message appeared, stating the ventilator was still working at previous settings. Registered nurses at the bedside, disconnected ventilator, and started immediate manual bagging of pt. Ventilator replaced.